Manufacturer narrative:
The stapler 45 instrument and blue stapler 45 reload involved with this complaint have not been returned to isi for evaluation. According to the initial reporter, the site's risk management department has the stapler 45 instrument and will not be returning the device to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. A follow-up MDR will be submitted if the instrument or instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No system errors related to the stapler 45 instrument were found to have occurred during the surgical procedure. The system logs reveal that the surgeon was able to successfully clamp and fire 5 separate blue stapler 45 reloads using the stapler 45 instrument involved with the reported event. This complaint is being reported due to the following conclusion: while using a stapler 45 instrument with a blue stapler 45 reload installed, the patient allegedly sustained tears to the colon. As a result, the surgeon reportedly had to cut away more tissue and re-do the anastomosis using a replacement stapler 45 instrument. However, the root cause of the intra-operative complication experienced by the patient is unknown.

Event description:
It was reported that during the da vinci-assisted right hemicolectomy the patient's colon was injured while the surgeon was using a stapler 45 instrument with a blue stapler 45 reload installed. According to the initial reporter, the event occurred while the surgeon was attempting to fire a fifth blue stapler 45 reload along the patient's colon and small bowel. After the surgeon easily and immediately achieved a full clamp with the stapler 45 instrument, the patient's colon allegedly slipped out of the instrument's jaws. When the surgeon opened the jaws of the stapler 45 instrument, the colon tissue appeared to have some tears. The surgical staff replaced the stapler 45 instrument and the surgeon proceeded to resect the colon a little bit more. On 05/24/2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: after the colon tears were observed, the surgeon had to cut away a little bit more tissue in order to re-do the anastomosis. The surgeon completed the anastomosis using a replacement stapler 45 instrument and additional blue stapler 45 reloads. The da vinci-assisted right hemicolectomy procedure was completed successfully with no reported post-operative complications. On 05/25/2016, isi contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the surgeon was able to clamp and fire four blue stapler 45 reloads during the da vinci-assisted surgical procedure and before the event occurred. After installing a fifth blue stapler 45 reload, the surgeon clamped down on tissue from the transverse colon and small bowel. The surgeon noticed a portion of tissue that he wanted to staple but was not within the clamped jaws of the stapler 45 instrument. The surgeon then unclamped the stapler 45 instrument to reposition the instrument. At that point, the surgeon noticed that the tissue that had been clamped down with the stapler 45 instrument was squished to the point that the tissue appeared almost transparent. The surgeon reclamped the stapler 45 instrument at the exact same location without repositioning and fired. After firing and opening the instrument's jaws again, the surgeon inspected the staple line. The surgeon then determined that the tissue on the staple line was too thin. He believed the staple line would not hold. Therefore, the surgeon made the decision to cut away approximately 2 cm of the thinned-out tissue and re-do the anastomosis. The surgeon was able to successfully re-do the anastomosis with a replacement stapler 45 instrument. The csr spoke to the surgeon on 05/24/2016 and was informed that the patient did not experience any post-operative complications. There were no reported issues with clamping and firing of any of the five blue stapler 45 reloads used with the stapler 45 instrument involved with the reported event. The csr also stated that the site will not be returning the stapler 45 instrument since the hospital's policy is to retain instruments/accessories involved with an operative complication.